Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a nmi. The device was tested on the bench and no anomaly was noted. The cause of the nmi is unknown.

Event description:
It was reported that the device exhibited backup vvi operation. The device was explanted and replaced. The patient tolerated the procedure well without complications.